Event description:
Almost one year after the initial surgery a loose set screw was found in a routine follow up exam by x-ray. The surgeon elected to remove and replace the original implants.

Manufacturer narrative:
The following device are involved: 1.) 1x 113-092-7040 moss xt ti pedicle screw ø7.0x40mm, violet, cannulated, dl, polyaxial / batch: unknown. 2.) 5x 113-092-8045 moss xt ti pedicle screw ø8.0x45mm, gold, cannulated, dl, polyaxial / batch: unknown. 3.) 2x 112-064-0100 moss vrs mis ti rod xt ø5.5x100mm, curved / batch: unknown. 4.) 6x 108-004-0004 moss vrs ti locking cap xt, star 27 / batch: unknown. 5.) 6x 112-017-0002 moss vrs mis in: situ ti polyaxial long head, extended tabs / batch: unknown.